Event description:
Per the clinic, it was reported that the patient experienced extrusion of the receiver/stimulator (date not reported). Subsequently, the patient underwent revision surgery (date not reported) in order to wash the infected site. However, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anaesthesia during revision surgery on (B)(6) 2024 (specific date not reported).

Event description:
Per the clinic, it was reported that the patient was treated with oral antibiotics (specific date and duration not reported).